Event description:
The recipient is reportedly experiencing loss of lock. Programming adjustments were made, and external equipment was exchanged, however, the issue did not resolve. Revision surgery is under consideration.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. A review of the device history record was performed and no anomalies were noted. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient reportedly will not pursue revision surgery at this time due to non device related health issues. This device is considered a failure in situ. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.